Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the bearing cage hanged from the back of the machine. So, the fse replaced the slides and the retractor band, then cleaned the inseparable, then reseated all the cables and wires. Further examined pyxibus and rebooted and then verified operable in hardware test application, completed test. Then, launched the app, then allow access pyxis. Tested functionality and it was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary full height drawer had failed and it was not sliding easily. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.